Event description:
It was reported by the customer that the c-arm cover was torn. The defect was discovered when removing the item from the box, prior to use and no injury was reported. Tearing/ripping/ weak seals on sterile device in which function as a barrier is compromised. This issue may not be noticed prior to use and therefore reportable.

Manufacturer narrative:
The product will not be returned for analysis. Therefore, this event is reported based on the information provided by the customer. The customer provided images of the defective product, which have been evaluated. The image shows that this cut or tear is not located close to a sealed area, so it is not likely that it was over sealed with excess temperature, pressure, or dwell. There is no evidence of a manufacturing nonconformity based on the images provided. The product DHR was reviewed and identified no nonconformances or other failures documented that could have contributed to the reported issue. Additionally, a review of the manufacturing process found that the process has a low probability of causing this defect as the process involves only sealing rubber to the material. This is the first complaint of this type for the sku documented in the last 4 years. At this time, there is no evidence that a manufacturing nonconformity contributed to the reported complaint, and there is no trend for this type of failure. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).